Event description:
This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("during insertion, trailing coils device broke the implant in half"), complication of device insertion ("a second attempt was made to place the left implant, but the surgeon could not safely identify the left tubal ostia") and device deployment issue ("hysteroscopic grasper was used to remove the left essure from uterine cavity (at time of insertion procedure)") in a (B)(6) female patient who received essure (batch no. (B)(4)) for female sterilisation. Other product or product use issues identified: device malfunction "device malfunction". On (B)(6) 2016, the patient started essure. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage, complication of device insertion and device deployment issue. The patient was treated with surgery (had to have a laparoscopic tubal ligation via partial salpingectomy). Essure was withdrawn. At the time of the report, the device breakage, complication of device insertion and device deployment issue had resolved. The reporter provided no causality assessment for device breakage, complication of device insertion and device deployment issue with essure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had an attempt to have essure inserted and, during insertion procedure, there was a device malfunction, trailing coils device broke the implant in half, hysteroscopic grasper was used to remove the left essure from uterine cavity (seen as a device deployment issue), and a second attempt was made to place the left implant, but the surgeon could not safely identify the left tubal ostia (seen as a failed insertion). All these reported events but device malfunction are anticipated in the reference safety information for essure. Based on the nature of these events and also based on the fact that all events occurred at time of insertion, they were all assessed as related to essure use. This case was considered as other reportable event since, if it had occurred in less fortunate circumstances, it could have led to a serious injury. A product technical analysis is being sought. Further information is expected.

Manufacturer narrative:
The patient's concurrent conditions included obesity (bmi (B)(6)). The reporter commented: reporter was not aware of any deviation from the insertion procedure as described in IFU. The surgeon was deploying the left fallopian tube ostia and noticed the trailing coils and broken implant (broken in the middle). Essure was removed from uterine cavity via hysteroscopy during insertion procedure. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: healthcare professional returned questionnaire - device breakage with essure: patient's birth date, initials, obese, event term specified, removal method specified sample was returned on (B)(6) 2017 (new quality evaluation will be performed). Company causality comment: this spontaneous case report refers to a (B)(6)-year-old female consumer who had an attempt to have essure inserted and, during insertion procedure, the implant broke in half in the middle, physician noticed trailing coils and broken implant in left fallopian tube ostia(seen as device breakage), serious event due to medical importance and anticipated in the reference safety information for essure. In this case, any deviation from the insertion procedure was reported. The surgeon was deploying the left fallopian tube ostia and noticed the trailing coils and broken implant (broken in the middle). Essure was removed from uterine cavity via hysteroscopy during insertion procedure. Based on the nature of the event and also based on the fact that it occurred at time of insertion, it was assessed as related to essure. This case was considered incident since essure was removed hysteroscopically. An update of product technical is awaited.

Manufacturer narrative:
Most recent follow-up information includes: on 22-mar-2017: essure questionnaire received describing the circumstances of the device breakage on 6-apr-2017: marked for deletion (duplicate of case (B)(4)).